Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the luer adapter and blue winged luer cap. This was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information. The lot was manufactured from may 31, 2019 - june 3, 2019. The actual device was received for evaluation. A visual inspection was performed and found no evidence of leak on or in any parts of the entire device. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.